Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at ipg site. As a result, the ipg was replaced and repositioned from belt line level to a higher position. There was no issue with the ipg functionality, but the physician decided to replace the ipg since the ipg pocket was open. Therapy was restored and patient's issue resolved.